Event description:
It was reported, that while using night aligners. The patient had front two teeth that were unevenly closed, with the bottom of the two front teeth touching, while the top part still had space. This caused parts of the bottom of the two middle teeth to chip off, making that part very sharp against the tongue.

Manufacturer narrative:
Since, this event resulted in a serious injury. It is reportable, per 21 cfr part 803. This MDR is being submitted as a part of a retrospective review and remediation effort, based on enhancements and harmonization made to the company's complaint handling processes. There is no change to device performance or to the device risk profile. A CAPA (2023-487) has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. This retrospective review includes the date range of 05/17/2021 through 05/31/2024.